Event description:
The device was used during an endoscopic cholecystectomy procedure. Reportedly, the product produced shavings into the pt's cavity. The surgeon was able to retrieve the shavings and applied another device to complete the procedure. The hosp has reported no pt injury occurred.